Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an enteroscopy procedure the angulation of the subject device was locked. The user facility replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed 4 years since it was delivered to the user facility. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the external force or the aging degradation.